Event description:
Boston scientific received information that this pacemaker reached end of life (eol). At the previous follow-up in (B)(6) 2011, battery status was good with a magnet rate of 100, and longevity remaining was 2 years. At most recent follow-up, battery status was eol with a magnet rate of 85. It was noted that there was an increase in pacing threshold measurements over the past few weeks. The decision was made to explant and replace this pacemaker within the near future. There were no adverse patient effects reported. Subsequently, additional information was received that this pacemaker was explanted and replaced.

Manufacturer narrative:
This pacemaker will be returned to boston scientific for analysis. At this time, there is no additional information. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Analysis concluded that the device operated within electrical specifications during pacing and sensitivity testing. It was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Analysis concluded this device did not experience a component malfunction or premature battery depletion, and replacement indicators were displayed appropriately relative to the actual battery condition. However, service life fell slightly short of longevity expectations as outlined in the instructions for use originally approved for and distributed with this device. Longevity estimation tools have since been refined to better reflect actual device performance and current clinical practices.